Event description:
She stated she has owned it over a year, one day it got hot, and stopped working then exploded. When it stopped working she assumed the battery was dead and placed it to charge. The next morning her dog barked, there was a pop and the machine was smoking, burning the counter on fire. She has not seen a doctor, she has not reached out to her insurance, she has not sent in images of the counter. All we have is the image of the toothbrush, one serial number and a receipt. She has been sent a replacement at this time and she has not stated she wants a refund.